Event description:
A pt called to report that meter would not power on. Pt did not have symptoms and did not have another meter to test their bg level. Pt did a blood test on another meter (brand unknown) to obtain a bg reading. Ccr checked the batteries and meter still had no power. Ccr was unable to resolve the issue. No further info has been reported.